Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was alerting low flow (02) and the patient was continually dropping. The user tried to disconnect and reconnect the arctic gel pads and filling the reservoir but the arctic sun device continued to alarm. The patient temperature was 26.9c, the target temperature was 36.5c, the water temperature was 26.9c and the flow rate was 0.1lpm. Mss explained that very low flow rate was impacting heater capacity. The flow rate had been about 0.2lpm as per the nurse. Mss guided to system diagnostics, the system hours were 500, the pump hours were 440, the inlet pressure was -7.1psi, the flow rate was 0.2lpm and the circulation pump command was 24%. The tubing was going through open window in bed. The user disconnected the arctic gel pads, rotated the connectors to 180 degree and reconnected using proper technique. Mss placed towel over ledge of window under tubing. The flow rate went up to 0.8lpm momentarily but dropped back to 0.2lpm. The user confirmed the arctic gel pads were new out of the box and the patient had not been anywhere with the pads in place. The user would hold on to this pad and gave it to the charge nurse. Mss explained that they might have to add another pad to the device to increase the flow rate so the heater would function properly. The user asked if they could call me back directly and explained they need to go through answering service. The user asked them if it would be better to turn off the device and let the patient passively rewarm on their own. Mss explained this was medical advice and they were unable to offer these types of suggestions. They would need to spoke to the patient managing director.

Event description:
It was reported that the arctic sun device was alerting low flow (02) and the patient was continually dropping. The user tried to disconnect and reconnect the arctic gel pads and filling the reservoir but the arctic sun device continued to alarm. The patient temperature was 26.9c, the target temperature was 36.5c, the water temperature was 26.9c and the flow rate was 0.1lpm. Mss explained that very low flow rate was impacting heater capacity. The flow rate had been about 0.2lpm as per the nurse. Mss guided to system diagnostics, the system hours were 500, the pump hours were 440, the inlet pressure was -7.1psi, the flow rate was 0.2lpm and the circulation pump command was 24%. The tubing was going through open window in bed. The user disconnected the arctic gel pads, rotated the connectors to 180 degree and reconnected using proper technique. Mss placed towel over ledge of window under tubing. The flow rate went up to 0.8lpm momentarily but dropped back to 0.2lpm. The user confirmed the arctic gel pads were new out of the box and the patient had not been anywhere with the pads in place. The user would hold on to this pad and gave it to the charge nurse. Mss explained that they might have to add another pad to the device to increase the flow rate so the heater would function properly. The user asked if they could call me back directly and explained they need to go through answering service. The user asked them if it would be better to turn off the device and let the patient passively rewarm on their own. Mss explained this was medical advice and they were unable to offer these types of suggestions. They would need to spoke to the patient managing director.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed.the product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.